Manufacturer narrative:
Na.

Event description:
A device registration form was received that this lead was capped due to fracture. No other information was provided.

Event description:
As reported this lead was capped due to fracture. Not other information was obtained. On 16-jun-2017 (B)(6) medical received notification from st. Jude medical (abbott) that the device was returning. The date of explant was not provided. No other information was provided.